Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire, in addition to an adverse event. The sensor was inserted in the patient's abdomen on (B)(6) 2017. The patient stated that she went to the emergency room (ER) on (B)(6) 2017, as the patient was concerned that the wire had broken off in her skin. At the ER an ultrasound was performed and turned out negative and there was no detection of any part of the sensor left under her skin at the area of insertion. At time of contact the patient's condition was good. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and confirmed customer complaint. Based on visual inspection, testing concluded that the sensor wire for (B)(4) is detached from the sensor pod and housing puck. The reported event of detached/missing sensor wire was confirmed. A root cause could not be determined.